Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation of the sample observed that the catheter was cut off into two pieces. The surface was normal in appearance with the presence being smooth and clear cut. The catheter shaft looked like it had been cut by sharp tools i.e. Scissors that could cause the catheter split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was broken 23 days after placement, and the patient tried to pull the catheter sometimes. It was later reported per email received from ibc representative on (B)(6) 2019, the broken fragment was retrieved by a cystoscope.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was broken 23 days after placement, and the patient tried to pull the catheter sometimes. It was later reported per email received from ibc representative on (B)(6) 2019, the broken fragment was retrieved by a cystoscope.